Event description:
It was reported that the patient had to charge the ipg more often and for longer periods of time. It was also noted that the ipg was unable to connect to the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.